Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter in two segments were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial compound break was noted on the attached catheter the distal end of the cath-lock. A complete compound break was noted on the distal end of the attached catheter that appeared elliptical in shape. A complete compound break was noted on the proximal end of the distal catheter segment that appeared elliptical in shape. The edges of all the breaks were noted to be jagged, and the surface was noted to be round/smooth in both regions. Therefore, the investigation is confirmed for the reported fracture, material separation, and identified wear and deformation issue. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. Although a definitive root cause could not be determined, flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f. Post the procedure, it was reported that a catheter was fractured. Further, the tip of the catheter remained in the pulmonary artery and was retrieved percutaneously with a snare. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that a catheter was fractured following the post placement of a powerport m.r.I. Isp. There were no injuries reported to the patient.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f. Post the procedure, it was reported that a catheter was fractured. Further, the tip of the catheter remained in the pulmonary artery and was retrieved percutaneously with a snare. The current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B1, b5, g3, h1, h6 (patient, device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.